Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # 691c94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a tr45w reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line the event could not be confirmed as the device performed without any difficulties noted during the functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 691c94, and no non-conformances were identified.

Event description:
It was reported that the surgeon fired the device with a white load on the lung. The device fired completely but the surgeon noted the staples formed but not all of the staples held the tissue together. He then over sewed the portion of the staple line that didn't hold the tissue together. They then opened a another stapler to complete the case. There was no patient consequence reported.